Event description:
On (B)(6): customer reports during a pt procedure, the fluoro failed. Customer provided no pt or procedural info other than to report the procedure was completed and pt outcome is fine. No reported injury.

Manufacturer narrative:
Lf service technical support attempts to contact customer were unsuccessful. Customer left a voice mail stating the dual mode footswitch they ordered had been received, installed and all was working well. System is operational.